Event description:
The physician was performing an m1 occlusion stroke with the penumbra stroke sys. After several manipulations with the separator 032 inside the reperfusion catheter 032, the separator 032 fractured into two pieces just distal to the support / flex zone transition. The physician was very careful not to move the transition zone outside of the rhv during the separator manipulations. A second reperfusion catheter and separator were selected resulting in the same situation (separator fracturing just distal to the transition zone). The sys was then removed and a third device was selected without damage to the separator. There was not pt injury or adverse events. This MDR is associated with mdrs 3005168196-2010-00047, MDR 3005168196-2011-00072 and MDR 3005168196-2011-00074.

Manufacturer narrative:
Investigation results: the separator was returned in two pieces. The break occurred at the proximal taper grind. Conclusion: the device damage could have been caused by friction between the separator and catheter due to the tortuosity of the pt's vessels. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.